Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (515 mg/dl) the customer took a bolus to stabilize bg level. The contact stated the suspected cause of the elevated bg level was due to the customer eating and not bolusing for the food consumed. The contact declined to troubleshoot with tandem technical support. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.